Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high capture threshold was observed. The device was reprogrammed and the issue resolved. The patient was in stable condition.